Event description:
Fill volume: 550 ml. Flow rate: unk- anp. Procedure: unk- anp. Cathplace: unk- anp. A pharmacy reported that part of the red priming key broke inside the unit when the pharmacy primed an ondemand pump. The incident was discovered after priming the unit and it was reported that the device was not used on a pt and immediately discarded.

Manufacturer narrative:
Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; therefore a review of the device history record (DHR) cannot be conducted. A review of the instructions for use (IFU) was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The IFU provide warnings regarding the red tab as follows: ondemand device: to prevent continuous over delivery of medication significantly greater than the total flow rate, close the clamp if any of the following conditions occur: the red tab is not removed or breaks while removing. Warning: do not pull the red tab upwards as breakage could occur (figure 6c). If red tab is not removed or breaks while removing, continuous delivery will occur. This delivery may be significantly greater than the total flow rate (bolus + basal). Conclusions: the device was not returned to halyard for eval. User technique regarding removal of the red tab was not provided, therefore it is unk how the red tab was pulled out of the device. The incident was noticed after priming. If a red tab priming key is broken, this may result in a faster flow of local anesthetic. Users are instructed to clamp the line to prevent continuous delivery of medication if the red tab is not removed or breaks during removal. In this case the device was not used on a pt, as this incident was noticed after priming. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.